Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000149813.

Event description:
It was reported one of the patients leads had migrated causing pain and swelling at the anchor site. Migration was confirmed with CT scan. Surgical intervention may be pending to address the issue. Investigation was unable to determine which lead was at fault.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 where in, both migrated leads were explanted and replaced to address the issue.

Manufacturer narrative:
Section e1: updated physician information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.